Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device would not deploy and the wire in the handle snapped. The procedure was completed with another of the same device without any patient complications. Patient is "fine".

Manufacturer narrative:
.